Event description:
Pump was returned for service with a report "pole clamp assembly missing, loose parts in unit". The pump was reported to be found in the basement and believed to be there for "quite some time". There is no report of user/pt injury or medical intervention. Info was not provided regarding whether or not the device was in use on a pt when the clamp detached.